Event description:
New information received that the helix of the right ventricular (rv) lead failed to extend was noted after insertion in patient's body.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to extend. The rv lead was not used and replaced. The patient was in stable condition.